Event description:
Customer reported they felt the output of their vaporizer was higher then expected. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.